Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the power button on their device was working intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that the power button on their device was working intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.